Event description:
The pt tested blood glucose on the suspect device and it was 175 mg/dl. Pt took normal insulin dosage. One & one half hours later pt was unconscious. Pt was taken to the hospital and blood glucose was 28 mg/dl. Pt was given an IV.